Manufacturer narrative:
The reported complaint was confirmed during functional testing of the returned autopulse platform (B)(4). To remedy the issue, the faulty processor board was replaced. Review of the archive data showed no error message or fault occurred on the reported event date of (B)(6) 2017. The reported "system error, out of service, revert to manual CPR" message was displayed upon powering on the device during initial functional testing. After the processor board was replaced, the platform passed all tests and performed within specification. Additional repair was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The damaged head restraint wire, cracked front enclosure, and bent battery lock that observed during visual inspection, were replaced. The platform passed all final testing criteria. Historical complaints were reviewed and one similar complaint was reported for autopulse platform (B)(4) for "system error, out of service, revert to manual CPR", under (B)(4) reported on (B)(6) 2016. The processor board was replaced.

Event description:
As reported, the autopulse platform (B)(4) displayed a message of "system error, out of service, revert to manual CPR" during a morning shift check. To troubleshoot the issue, the reporter removed the battery and restarted the device. The issue, however, continued. There is no known patient consequence reported.